Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product used on a patient? If yes: did the patient experience any complications during the procedure? Did the patient present any complications after this surgery? What is the current state of the patient? What is the status of the return of the product?

Event description:
It was reported that during an unknown procedure, at the hospital they opened a circular cdh29a stapler and another caliber of stapler, cdh25a, appeared. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).